Manufacturer narrative:
The complaint of air in line on the b30183 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 9930806 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The incident involved a 32" (81 cm) appx 6.3 ml, 15 drop admin set w/0.2 micron filter, rotating luer w/filter cap, bag hanger. The report stated that there was air in the line toward the end of the infusion. The medication infusing was etoposide at 506 ml/hour. There was a patient involved and unknown harm.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.